Event description:
According to the reporter: occurred during a totally laparoscopic distal gastrectomy. While cutting the duodenum, there was poor staple formation because the staple line was incomplete distally. The staple line was corrected using another loading unit. No patient injury or extension in surgical time. Patient status is alive, no injury.